Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Phone_control_android. Cloud - omnipod 5 software app version. 3.1.1 cloud - operating system. Bp2a.250605.031.a3.s928usqu4cyi9. Cloud - hardware sm-s928u. Cloud - cgm sensor type g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
According to the reporter, the patient was hospitalized with hyperglycemia. The patient's blood glucose levels reached 900mg/dl while wearing the pod. The patient was diagnosed with ketoacidosis. Further details were not reported. At this time there is insufficient information to determine if insulet's device caused or contributed to the reported event. Additional information has been solicited, and a supplementary report will be filed if received.